Event description:
Patient had mammogram in the spring of 2011. Upon review of her prior studies it was noticed that the mammogram images from 3 years previously did not save correctly in our electronic storage system (pacs) and these images are unrecoverable.